Event description:
An issue with propagation of treatment course information from raystation with raytreat to raycare has been identified. During some workflows, information may not be propagated to raycare. Workflows where safety related information may not be propagated are: when treatment has been performed and is to be recorded, either online (normal) or offline through manual recording or offline import of treatment record(s), raycare might not receive information about the performed treatment; adding a continuation session in raystation might not be reported to raycare. As an additional consequence, raycare may crash repeatedly in this scenario; plan assignment in raystation may not be updated in raycare; and fractions added to end of treatment course in raystation may not be propagated to raycare.

Manufacturer narrative:
A software implementation error has been identified. An issue with propagation of treatment course information from raystation with raytreat to raycare has been identified. In the event that a clinical decision is based on the incomplete treatment course information (scenarios 1 and 4 mentioned in field b.5.), this could lead to delivering more or less fractions than intended. This could lead to over-or under-dose, the magnitude of which will depend on the number of fractions. If incorrect setup information is used (scenario 3), incorrect patient setup may occur, potentially leading to over-dose in healthy tissue and/or under-dose to target.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00004 99333 rs rt rcmd treatment course information not synced with rc. One customer has reported three cases where treatment course information has not been correctly propagated from raystation to raycare when using raytreat. The same issue could potentially occur when using raycommand. During some workflows, information may not be propagated to raycare. Workflows where safety related information may not be propagated are: 1. When treatment has been performed and is to be recorded, either online (normal) or offline through manual recording or offline import of treatment record(s), raycare might not receive information about the performed treatment. 2. Adding a continuation session in raystation might not be reported to raycare. As an additional consequence, raycare may crash repeatedly in this scenario. 3. Plan assignment in raystation may not be updated in raycare. 4. Fractions added to end of treatment course in raystation may not be propagated to raycare.